Event description:
Treatment of an avm. It was reported the catheter ruptured at approximately 5cm from the distal tip during onyx injection. As a result, onyx was observed exited through the rupture site into other vessel. No patient injury reported. Same event as MDR# 2029214-2011-00201.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).